Event description:
It was reported that the health care professional found a latitude alert on this cardiac resynchronization therapy defibrillator (crt-d). The alert detected was for a high out-of-range (oor) left ventricular (lv) pacing impedance. It was noted that impedances measured around 500 ohms and then increased to 1471 ohms several months ago. The patient is scheduled for a an in clinic follow-up. At this time this crt-d and non-boston scientific lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional found a latitude alert on this cardiac resynchronization therapy defibrillator (crt-d). The alert detected was for a high out-of-range (oor) left ventricular (lv) pacing impedance. It was noted that impedances measured around 500 ohms and then increased to 1471 ohms several months ago. The patient is scheduled for a an in clinic follow-up. At this time this crt-d and non-boston scientific lv lead remains in service. No adverse patient effects were reported. Additional information was received that indicated this non-boston scientific left ventricular (lv) exhibited intermittent loss of capture however, the patient did not experience asystole.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the health care professional found a latitude alert on this cardiac resynchronization therapy defibrillator (crt-d). The alert detected was for a high out-of-range (oor) left ventricular (lv) pacing impedance. It was noted that impedances measured around 500 ohms and then increased to 1471 ohms several months ago. The patient is scheduled for a an in clinic follow-up. At this time this crt-d and non-boston scientific lv lead remains in service. No adverse patient effects were reported. Additional information was received that indicated this non-boston scientific left ventricular (lv) exhibited intermittent loss of capture however, the patient did not experience asystole. Additional information was received which reported the patient was evaluated in the clinic and there is ongoing issue with high out-of-range left ventricular (lv) lead pacing lead impedances measuring greater than 3,000 ohms. Technical services reviewed trends, and it appears there has been abrupt increased and discussed possible causes. Testing was performed and the lead appears to be fractured. Threshold testing was performed, and outputs have doubled in value. Noise was noted to be seen on the lv lead when the patient was moving. The noise was being oversensed. The physician may plan for a lead revision. The non-boston scientific lead currently remains in service. No adverse patient effects were reported.